Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the surgery was fine and they felt better, but after two days the surgery, it seemed that the patient did not feel anything anymore, no vibration and all. The patient noted she thought there was something wrong with the device. There were no further complications that have been reported as a result of this event.